Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 28 electric shocks for the patient's supraventricular tachycardia (svt) with possible rapid ventricular response (rvr). Therapy didn't convert the rhythm. The patient was admitted to the hospital. Technical services (ts) discussed the device may need to be reprogrammed. The physician stated they would give medication to control the patient's rhythm and reprogram the device, if needed. This ICD remains in service. No additional adverse patient effects were reported.